Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing instructions for a complete pump reset, after which the cgm error did not reappear, and the customer successfully started their sensor session.